Event description:
Related manufacture reference number: 2017865-2022-05890. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. During procedure, it was noted that the atrial lead was not fully inserted into the header of the pacemaker. The reported lead was capped on (B)(6) 2022 while the pacemaker remains implanted. The patient was in stable condition.